Event description:
It was reported that one day post-implant, the lead impedance had decreased and polarity had switched to unipolar. Unipolar thresholds had also increased. A chest x-ray was ordered and the patient was to be observed closely, with the lead remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-58 implantable pacing lead, (B)(6) 2013. (B)(4).